Manufacturer narrative:
Continuation of medical device: d314drg ICD implanted: (B)(6) 2013.

Event description:
It was reported that the right atrial (ra) lead was undersensing. Follow up with the patient's healthcare provider revealed that the patient had expired due to reasons unrelated to the ra lead. No intervention was performed for the lead undersensing and it remained in use. No patient complications have been reported as a result of this event.